Event description:
The customer reported that she was treated by the paramedics at work due to a low blood glucose of 39 mg/dl. The customer stated that she was incoherent, and her co-workers called 911. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. The customer also stated that she was just released from the hospital. The customer had not been on the insulin pump for two days, and was not feeling well, so she went to the hospital and had a blood glucose greater than 500 mg/dl. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.